Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the patient's cervix was patulous and a second tenaculum was added. During the first minute of warming, the reservoir level dropped and a fluid loss alarm was generated at 15cc per minute. The console unit was cooled down and the procedure resumed. During the hysteroscopy phase, a seal could not be maintained and the case was aborted. Although there was an attempt to complete the case with a competitive product, this was also aborted due to failure of a cavity integrity test. Clinical follow up information revealed that there was leaking at the cervix, no burns were sustained and there was evidence of over dilation due to patient anatomy. There were no patient complications reported with this event and patient's condition is reported to be "fine".